Event description:
In 2007, the patient reported having previous episodes of withdrawal. Symptoms included sweating, nausea, increased blood pressure, shakes, bad taste and smell in his mouth, and chills and aches as his pump went dry. The hcp had been decreasing the dose in order to change to another medication in the pump. The patient reported he did not return for a refill and the pump had been empty for a month and a half. The following month, the patient reported another under dose and hearing an alarm beeping that sounded like a "siren" for several weeks which sounded every hour. The patient reported that they thought they were having seizures, but the hcp could not find evidence of seizures. The hcp thought the symptoms could be a side effect of the medication in the pump or withdrawal symptoms from the medication. The patient had not had his pump refilled; he reported his withdrawal symptoms were "exactly like the seizures I have been having." The patient reported that once the withdrawal ended, he felt better without any medication in the pump. The next month, the patient reported hearing an alarm confirmed by telemetry due to 0 ml reservoir volume being reached. The hcp was aware the pump had been empty for 2-3 months and had dismissed the patient from the clinic. The patient reported he found an hcp willing to remove the pump, that he is at home and his current status is good.

Event description:
Additional information: as of (B)(6) 2012, the pump has not been used for at least 4+ years. The patient was "very sensitive to the medication". The patient either did not have pain relief, or if the dose was increased too high, the patient would be "knocked out for days". Per the reporter, the patient stopped seeing the hcp because the dose was increased without the patient's permission. By the time the patient went back to the hcp, the patient was told by the hcp that the pump was "damaged" because it had not been filled for so long. The pump contained astramorph.

Event description:
Additional information: it was reported that the pump had not worked for five years or more. The patient was looking for a healthcare provider (hcp) to remove their pump. The pump had been alarming. The patient was upset with their previous hcp so they did not go back for a refill. The patient had been to the emergency room (ER) three or four times. The patient would experience withdrawal symptoms for a few days and then the symptoms would go away. This happened every one to two weeks. The patient though the was having seizures. At the last ER visit the hcp told the patient he was "just looking for drugs". The patient did not like being on medication. The patient was very sensitive to drugs. The patient previously had a dose increase without his permission. The patient was "out" for days. The patient felt "stoned" and could not get out of bed. The patient was upset about this. If the dose was increased "one notch" the patient would become "wiped out". The patient did not know "which was up for the most part".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).